Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2018, patient visited the neurologist for duopa titration. The neurologist noticed redness at the stoma site. Pictures of the stoma site was sent to the gi physician and physician prescribed unspecified antibiotic therapy.